Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cleo 90 infusion set had bleeding at the site with an odor of insulin, and the patient with diabetes¿ glucose level was over 400 mg/dl. There was no patient injury.